Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that her reason for calling was to get in touch with a manufacturing representative (rep) to see if they can adjust her ins because she is in a lot of pain again. The patient first noticed the pain in late (B)(6). The patient said that she switched medication from gabapentin to lyrica in late (B)(6). The patient reported that she gained 12 pounds in the first month. The patient also reported her feet are swollen, "her sandals did not fit" in probably (B)(6) of this year (2018). The patient reported it hurts where the ins is located. The patient said "it's been going on and off the whole time", and sometimes she feels like it's her lower back, and now its "the connector". The patient reported she is "very grateful" for the ins, but it's "not working anymore". The patient explained she doesn't know if it's the ins, and said that it doesn't seem to be the ins, but reported that she was able to go without pain with one gabapentin, but now she is having to take four gabapentin. The patient said this it has "only been 3 years", and she thought it would be 6 years before she had to replace the ins. The patient stated this was around october when she noticed this issue. The patient stated she has met with the rep previously for adjustments (no allegation mentioned). The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient has been having problems since day 1. This was explained that the right side never worked right, but she noted that it's better than it was before. The patient has been in so much pain in the last 6 months. She has back pain as well where the leads are connected. One of the leads was not working. She does not know a date for when this issue first started. She has been blocking out the pain. The patient noted that she will need to have surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that revision was scheduled on unknown date. Additional information received on 10/11/18, from the hcp via manufacturer's representative. It was reported that the patient had a lead revision. Patient's right lead was found to be out of range with high impedance values and therefore surgical intervention took place to replace this lead.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient described the increased pain at their ins site as well as their right leg. The patient describes great frustration with charging the ins and believed something was ¿wrong¿ with the device as charging for 1.5 hours each evening was not considered ¿normal¿ in their opinion. It was reported that the patient¿s ins was interrogated and contacts 8 through 15 were out of range when impedances were checked. The patient had confirmed not feeling stimulation on their right legs when navigating and using the device with multiple programs. The patient would be scheduled for a lead revision/replacement and a possible ins replacement. The patient was very adamant about having the ins replaced and wanted communication from the manufacturer that the ins replacement would be ¿under warranty¿ and not billed to them. The patient was requesting someone from the manufacturer corporate contact them to discuss this. The issue was not resolved at the time of the rep. Surgical intervention has not occurred or scheduled, but it planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient has not been getting coverage in their right leg since around (B)(6) 2017. Impedances over 10,000 ohms were also identified on contacts 8-15. The patient has needed to charge the ins for 1.5 hours our more on a daily basis. X-ray confirmed that the right lead had migrated down. The patient has been scheduled for a lead revision and ins replacement to take place on (B)(6) 2018. The root cause of the lead migration and the time commitment for ins recharging have not yet been identified. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 97725, serial# unknown, product type: external neurostimulator; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) and healthcare provider (hcp) reiterating the previous report that the patient¿s right lead had showed all impedance values to be out of range and the patient was unable to feel stimulation with the right lead. Surgical intervention occurred to replace the lead and ins. During the procedure, it was reported that a wens was used to check the impedances of the patient¿s right lead. The wens was programmed to test two 1x8 leads. Only one 1x8 lead was inserted into the wens, and impedances values of all contacts were shown to be 40,000 and green. Impedances were thought to be out of range. Impedances were checked then again and they still showed out of range, but were green. Programming was then changed on the wens to test only one 1x8 lead, whereas before it was programmed to test for 2 1x8 leads. When this change was made, impedance values then showed normal. The ins was then connected to both leads and impedances were normal and values were normal as well. The patient was tested post-operatively and received adequate stimulation in their area of pain. The issue was resolved at the time of the event. It was reported the event occurred on (B)(6) 2018. The rep also reported the mail tracking number for the lead that was being returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative. The rep reported that they were replacing a percutaneous lead and when they tested the new lead intra-operatively, the application showed that connectivity equaled all green. The rep tested electrode impedances with the 8-15 lead and saw that values were 40,000 ohms. However, when they tested with both leads, they saw values in the 800-900 ohms range. Further troubleshooting could not be done at the time of the report due to lack of access to the product. The rep had no further details at the time of the report. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.